Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Status: task completed. Root cause analysis: sample/s evaluation: received 1 sample without original packaging. The batch number on the bbc (big bottom cap) of the complaint sample is (B)(4). The complaint sample was filled with solution and bbc was removed. Leakage was observed at triangle tube to step down tube connection. Summary of root cause analysis: the complaint sample was leaking at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. An approved project is in place to further address issues with leakage at triangle tube-step down tube connection. Cause : failure in production process. Justification: confirmed.

Event description:
As reported by the user facility information by bbm sales organization in hong kong: "chemotherapy drug leakage found in tube." According to the customer: as reported by the shift nurse, the easypump was last seen well at around 21:30 (B)(6) 2023, tubing was kept in good alignments and all clamps were opened, no obvious abnormalities were detected. The patient called at around 23:34 and informed nurses that there was some whitish precipitate seen at the outside bottom of the nylon bag containing the easy pump. The easypump was then taken out from the bag for inspection. No obvious defect or damage was seen to the device, except there was some slowly dripping from the gap between the easypump capsule and the extension tubing outlet, while the interior linings of the bag and the paper label of the easy pump was slightly macerated.